Event description:
It was reported that the patient underwent a left knee surgery. Subsequently, the patient had 95 degree flexion and 10 degree extension with medial side tightness and was revised approximately 7 months post-op due to moderate limited range of motion. All components were revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10 : 42511000510 - articular surface fixed bearing cruciate retaining (cr) left 10 mm height - 65691841; 42532007501 - tibia cemented 5 degree stemmed left size f - 65469232; unknown - optipac 60 refobacin r-3 - ax25bf0902. G2 : foreign country : the netherlands. The device was previously reported under 0001822565-2024-03945. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: suggested component code - mechanical (g04) - femur. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified that the synovasurge was negative. During the revision, fibrosis was removed. The surgeon was unable to get full extension by only removing the femoral component and additional resection was required. Total knee revision was performed which enabled adequate stability and full range of motion. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.